Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data showed the battery indicator signifying that it is time for device replacement. It was noted that the data indicated that rrt (recommended replacement time) triggered on (B)(6) 2015 due to low battery voltage. Concomitant medical products: 407652 lead, implanted: (B)(6) 2008, 419688 lead implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the device had early eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.